Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal marcaine (bupivacaine) and dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the patient believed the pump had quit working since two days ago. Patient stated they thought they were going through withdrawals and were in pain. Patient stated they have had diarrhea for 2 days and were so weak they could not hardly stand. Patient stated they went to the hospital yesterday and was sent home. Patient stated they were getting code 8532 on the personal therapy manager (ptm). Patient stated they were schedule for replacement surgery at the healthcare provider office for (B)(6) 2025. Patient stated the surgeon's office told her they were not taking new patients. Patient asked what to do. Agent reviewed meaning of code. The patient was redirected to their healthcare provider to further address the issue.